Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver failure [hepatic failure]. Case description: initial information received on 30-jun-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pitton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to cardiovascular complication. No other information was provided. The authors did not assess the relationship between dc bead and the cardiovascular complications presented by the patient. Follow-up information received on 23-jul-2015: (B)(6) reference (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on 04-sep-2015: follow-up information was received from a different physician. Patient's details (initials, gender and age) were reported. The physician reported that this (B)(6) male patient, who was on waiting list for liver transplantation, underwent dc bead-tace procedures on (B)(6) 2011 (product lot number not available). Additional medical history included coronary artery bypass graft (CABG) of the left anterior descending (lad) artery on an unspecified date because of coronary heart disease. Concurrent medical condition include coronary heart disease. According to the reporter, the patient experienced liver failure afterwards and deceased (autopsy was not performed and the cause of death was not reported). The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. Case comment. Cardiovascular disorders and liver failure are considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. The company revised therefore its assessement and considers also the event cardiovascular complications as not related to the product. However, based on the very limited available information, it is unknown if the liver failure occurred during or immediately following the procedure. Since a causal relationship between the event and the procedure cannot be excluded, the company considers the event liver failure experienced by the patient as related, as dc bead role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis (B)(4). The number of similar incidents were reported as : - case (B)(4): reported on 14-mar-2014; country: (B)(6); events: bigeminy, hypertension; outcome: bigeminy resolved, hypertension ongoing - case (B)(4): reported on 24-aug-2014; country: (B)(6); event: vagal reaction; outcome: resolved - case (B)(4): reported on 01-mar-2015; country: (B)(6); event: cardiac arrest as a result of sepsis; outcome: fatal. - case (B)(4): reported on 06-jul-2015; country: (B)(6); events: progressive heart failure, oedema; outcome: fatal. The estimated number of patient treatments is estimated to be 58,426 (reporting rate of 0.009%) in the EU and 29,960 (reporting rate of 0.002%) in the row (no differentiation between european countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or european representative. After reception of follow-up information on 23-jul-2015, the case comments were changed. After reception of follow-up information on 04-sep-2015, the case assessment was changed.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Cardiovascular complication [cardiovascular disorder], liver failure [hepatic failure]. Case description: initial information received on 30-jun-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pitton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to cardiovascular complication. No other information was provided. The authors did not assess the relationship between dc bead and the cardiovascular complications presented by the patient. Follow-up information received on 23-jul-2015: (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on 04-sep-2015: follow-up information was received from a different physician. Patient's details (initials, gender and age) were reported. The physician reported that this (B)(6) male patient, who was on waiting list for liver transplantation, underwent dc bead-tace procedures on (B)(6) 2011 (product lot number not available). Additional medical history included coronary artery bypass graft (CABG) of the left anterior descending (lad) artery on an unspecified date because of coronary heart disease. Concurrent medical condition include coronary heart disease. According to the reporter, the patient experienced liver failure afterwards and deceased (autopsy was not performed and the cause of death was not reported). The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. Follow-up information received on 06-oct-2015: the onset date of liver failure and cardiovascular complications was reported as (B)(6) 2011. The reporting physician confirmed that patient's coronary heart disease was present before the tace-procedure, the precise date is unknown but the patient was suffering of this since more than 5 years. Patient underwent coronary artery bypass graft surgery (CABG) due to his coronary heart disease and afterwards presented with liver failure due to his cirrhosis. The reporting physician assessed the event liver failure as not related to dc bead. The patient passed away on (B)(6) 2011. Case comment. Cardiovascular disorders and liver failure are considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. The company revised therefore its assessement and considers also the event cardiovascular complications as not related to the product. However, based on the very limited available information, it is unknown if the liver failure occurred during or immediately following the procedure. Since a causal relationship between the event and the procedure cannot be excluded, the company considers the event liver failure experienced by the patient as related, as dc bead role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis the first sales for dc bead in (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: (B)(4) vials and (B)(4) vials. No differentiation between european countries was available. The number of similar incidents were reported as: (B)(4): reported on 14-mar-2014; country: (B)(6); events: bigeminy, hypertension; outcome: bigeminy resolved, hypertension ongoing - case (B)(4): reported on 24-aug-2014; country: (B)(6); event: vagal reaction; outcome: resolved - case (B)(4): reported on 01-mar-2015; country: (B)(6); event: cardiac arrest as a result of sepsis; outcome: fatal - case (B)(4): reported on 06-jul-2015; country: (B)(6); events: progressive heart failure, oedema; outcome: fatal the estimated number of patient treatments is estimated to be (B)(4) in (B)(6) and (B)(4) in the row (no differentiation between european countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or european representative. After reception of follow-up information on 23-jul-2015, the case comments were changed. After reception of follow-up information on 04-sep-2015, the case assessment was changed. The follow up information received on 06 oct 2015 changes the case assessment of the case. The reporting physician assessed the event liver failure as not related to dc bead and stated that the liver failure was due to patient cirrhosis. In presence of an alternative explanation and in agreement with the reporter, the company assessed also the event liver failure as not related to dc bead.

Manufacturer narrative:
Follow-up information received on july 23, 2015: (B)(6) was provided. Dc bead is a class 1lb device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. The first sales for dc bead in the (B)(6) were in 2004. Sales data from january 2010 for dc bead is EU 116.851 vials and row 59 919 vials. No differentiation between european countries was available. The number of similar incidents were reported as: case (B)(4): reported on march 14, 2014, country: (B)(6), events: bigeminy, hypertension; outcome- bigeminy resolved, hypertension ongoing. Case (B)(4). Reported on august 24, 2014; country- (B)(6) ; event vagal reaction, outcome: resolved. Case (B)(4): reported on march 1, 2015; country. (B)(6); event. Cardiac arrest as a result of sepsis; outcome: fatal. Case (B)(4): reported on july 6, 2015; country. (B)(6); events: progressive heart failure, oedema; outcome: fatal. (B)(4). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(4) via the manufacturer biocompatibles (part of btg) there is no distributor or european representative. Additional information is being sought and will be reported as a follow up report. After reception of follow-up information on july 23, 2015, the case comments were changed.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Cardiovascular complication [cardiovascular disorder] liver failure [hepatic failure] case description: initial information received on 30-jun-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pitton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25% / more than 25%). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to cardiovascular complication. No other information was provided. The authors did not assess the relationship between dc bead and the cardiovascular complications presented by the patient. Follow-up information received on 23-jul-2015: bfarm reference number (B)(4) was provided. Dc bead is a class iib device. Sales data, number of similar incidents, assessment of frequency rate and information on dc bead distributor were provided in case comments. Follow-up information received on 04-sep-2015: follow-up information was received from a different physician. Patient's details (initials, gender and age) were reported. The physician reported that this (B)(6) male patient, who was on waiting list for liver transplantation, underwent dc bead-tace procedures on (B)(6) 2011 (product lot number not available). Additional medical history included coronary artery bypass graft (CABG) of the left anterior descending (lad) artery on an unspecified date because of coronary heart disease. Concurrent medical condition include coronary heart disease. According to the reporter, the patient experienced liver failure afterwards and deceased (autopsy was not performed and the cause of death was not reported). The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. Follow-up information received on 06-oct-2015: the onset date of liver failure and cardiovascular complications was reported as (B)(6) 2011. The reporting physician confirmed that patient's coronary heart disease was present before the tace-procedure, the precise date is unknown but the patient was suffering of this since more than 5 years. Patient underwent coronary artery bypass graft surgery (CABG) due to his coronary heart disease and afterwards presented with liver failure due to his cirrhosis. The reporting physician assessed the event liver failure as not related to dc bead. The patient passed away on (B)(6) 2011. Case comment. Cardiovascular disorders and liver failure are considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The physician considered the cardiovascular complications presented by the patient as not related to dc bead, but did not assess the relationship between dc bead and the liver failure. The company revised therefore its assessement and considers also the event cardiovascular complications as not related to the product. However, based on the very limited available information, it is unknown if the liver failure occurred during or immediately following the procedure. Since a causal relationship between the event and the procedure cannot be excluded, the company considers the event liver failure experienced by the patient as related, as dc bead role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.851 vials and row 59.919 vials. No differentiation between european countries was available. The number of similar incidents were reported as : - case (B)(4): reported on 14-mar-2014; country: (B)(6); events: bigeminy, hypertension; outcome: bigeminy resolved, hypertension ongoing - case (B)(4): reported on 24-aug-2014; country: (B)(6); event: vagal reaction; outcome: resolved - case (B)(4): reported on 01-mar-2015; country: (B)(6); event: cardiac arrest as a result of sepsis; outcome: fatal - (B)(4): reported on 06-jul-2015; country: germany; events: progressive heart failure, oedema; outcome: fatal. The estimated number of patient treatments is estimated to be (B)(4) in the EU and (B)(4) in the row (no differenciation between european countries available). No batch number was provided therefore batch review was not possible for this case. Dc bead is sold in (B)(6) via the manufacturer biocompatibles (part of btg). There is no distributor or european representative. The follow up information received on 06 oct 2015 changes the case assessment of the case. The reporting physician assessed the event liver failure as not related to dc bead and stated that the liver failure was due to patient cirrhosis. In presence of an alternative explanation and in agreement with the reporter, the company assessed also the event liver failure as not related to dc bead. Final case assessment 27 nov 2015: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event. No new information is expected. It has been assessed that no corrective action is necessary at this time and the report is final.

Event description:
Cardiovascular complication [cardiovascular disorder]. Case description: initial information received on (B)(6) 2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by pilton et al. With the title "randomized comparison of selective internal radiotherapy (sirt) versus drug-eluting bead transarterial chemoembolization (deb-tace) for the treatment of hepatocellular carcinoma", concerning a patient of unspecified age and gender affected by hepatocellular carcinoma (hcc). Patient's medical history and concomitant medications were not reported. The patient was part of a randomized trial on 24 patients comparing selective internal radiotherapy (sirt) versus drug-eluting bead transarterial (deb-tace) for treating hcc. Tace was repeated every 6 weeks until no more viable tumor was detected by MRI. The patients were stratified according to tumor load (less than 25 percent / more than 25 percent). All patients suffered from m0 n0 hcc. Liver MRI was performed in all patients to obtain a final diagnosis. To rule out extrahepatic tumor spread, all patients underwent CT of the thorax and abdomen. On an unspecified date, the patient underwent tace with dc bead 100-300 microm (batch number and expiration date not reported) loaded with doxorubicin for treatment of hcc. On an unspecified date after tace procedure, the patient died due to liver failure. No other information were provided. The authors did not assess the relationship between dc bead and the liver failure presented by the patient. Case comment: liver failure is considered unlisted according to the current instruction for use of dc bead. Of note, death is listed according to the current instruction for use of dc bead. The company considers the event liver failure as possibly related to dc bead, since its role cannot be ruled out. Since the interval between last treatment and death is unknown, it is not possible to determine if the event was related to the procedure(s) and therefore the event is conservatively being reported. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on all ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead with doxorubicin was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfuncti on/deficiency has been identified.